Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s medical history includes spinal cord stimulation and failed back surgery syndrome. The patient fell approximately two weeks ago and broke their wrist. The patient thinks that their stimulation sensation was too strong in their feet which contributed to the fall. The patient met with their rep on the day of the report for reprogramming. The patient was meeting with their doctor today for a follow up on their wrist fracture. The patient was reprogrammed and it felt wonderful and was less in their feet. The rep also checked impedances which were within normal limits. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.